Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and having trouble with the infusion set. Customer's blood glucose was over 600 mg/dl at the time of incident and 591 mg/dl at the time of the call. Customer would like to troubleshoot insulin pump and was found that the cannula was curved and that the needle guard is not on the needle. Customer declined to continue troubleshooting. Customer was advised to follow up with doctor regarding the high blood glucose and to monitor pump as it is performing as designed.